Event description:
It was reported by the user site that during the selenia dimensions mammography system procedure on (B)(6) 2026, the customer observed jerky movement from the tube/gantry prior to taking images in the cc view. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed gantry shake during rotation and tomosynthesis (tomo) movement. The fse found that the vertical travel assembly (vta) rotational gear bolts were loose and ordered a vta bolt replacement kit. The fse replaced the vta bolts, cleaned the threads, applied loctite, torqued the bolts to the proper specifications, and performed the required calibrations and checks. The fse verified that the system was operating in accordance with the manufacturer¿s specifications. An additional hologic fse visit was required to access the rear of the gantry, as the gantry needed to be moved away from the wall and two fses were needed to safely move it. The fse temporarily applied loctite and tightened the bolts until the full remediation could be completed. A subsequent hologic fse assisted with unbolting and moving the gantry from the floor to access the vta rotation gear mounting area and completed the vta rotation gear mounting bolts remediation. Final system checks were performed, and the fse verified that the system is now operating according to manufacturer specifications. No further information is currently available.